Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 314 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and a33 test due to slightly loose drive support disk. Unit received with cracked case at display window corners, reservoir tube, belt clip slot, lcd display window and battery tube threads. Unit received with minor scratches on display window. Unit received with broken reservoir tube lip.